Event description:
The customer reported that a patient in the picu became hypotensive after a tubing change. The patient was receiving epinephrine, norepinephrine, fentanyl, and normal saline on one system (pc unit and 4 syringe modules). A second system (pc unit and 2 syringe modules) was infusing epinephrine and cisatracurium. Prior to the tubing change, a duplicate system was setup, the new IV sets were primed allowing the medication to come out of the tubing to be certain that the medication was fully through the tubing. The system and IV sets were changed and connected to the patient's central line (right ij). The customer reported that it took about ten minutes for the patient's blood pressure to return to baseline. No long term patient harm reported, no report received of medical intervention.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.